Event description:
It was reported that during a gastric bypass procedure, the insufflation was lost. The surgeon could hear and feel leaks from all the ports when they were holding instruments. The loss was greater when the instruments were torqued. Unk how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results of the b12lt device (a) found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices the cb12lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the cb12lt device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch #unk, expiration date: unk. Manufacturing date: unk.